Manufacturer narrative:
On (B)(6) 2012, the patient started essure. The patient was treated with surgery (on (B)(6) 2017 total bilateral salpingectomy with bilateral interstitial resection was performed) and rehabilitation. Most recent follow-up information incorporated above includes: on 6-mar-2017: insertion and removal dates added. Total bilateral salpingectomy with bilateral interstitial resection performed. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and approximately one year later had the first multiple sclerosis flare up. She also reported paraplegia and received rehabilitation treatment. Approximately 4 years after essure insertion, she had nickel allergy confirmed by patch test, and essure was removed via bilateral salpingectomy. Nickel allergy is an anticipated event in the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, nickel allergy was diagnosed after device insertion; therefore, a causal relationship with essure cannot be excluded. Multiple sclerosis is an immune-mediated inflammatory disease of the myelinated axons in the central nervous system. In this case, limited information was provided. Consumer's risk factors for the disease include female sex, and living in a temperate zone; her age, medical history, and family history were not provided. Considering the pathophysiology of the event first multiple sclerosis flare up and the local effect of essure in the fallopian tubes, causality was excluded. As paraplegia in this case was a consequence of the multiple sclerosis, this event was also assessed as unrelated to essure. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and approximately one year later had the first multiple sclerosis flare up. She also reported paraplegia and received rehabilitation treatment. Approximately 4 years after essure insertion, she had nickel allergy confirmed by patch test. Nickel allergy is an anticipated event in the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, nickel allergy was diagnosed after device insertion; therefore, a causal relationship with essure cannot be excluded. Multiple sclerosis is an immune-mediated inflammatory disease of the myelinated axons in the central nervous system. In this case, limited information was provided. Consumer's risk factors for the disease include female sex, and living in a temperate zone; her age, medical history, and family history were not provided. Considering the pathophysiology of the event first multiple sclerosis flare up and the local effect of essure in the fallopian tubes, causality was excluded. As paraplegia in this case was a consequence of the multiple sclerosis, this event was also assessed as unrelated to essure. Although no death or serious injury related to essure was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-dec-2016. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), multiple sclerosis relapse ("first multiple sclerosis flare up") and paraplegia ("paraplegia") in an adult female patient who had essure inserted. On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced multiple sclerosis relapse (seriousness criterion medically significant). In (B)(6)2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced paraplegia (seriousness criterion disability). The patient was treated with rehabilitation and surgery (on (B)(6)2017 total bilateral salpingectomy with bilateral interstitial resection was performed). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, multiple sclerosis relapse and paraplegia outcome was unknown. The reporter provided no causality assessment for allergy to metals, multiple sclerosis relapse and paraplegia with essure. The reporter commented: the patient wanted to remove essure due to symptoms that occurred after the placement and due to atypical aspect of her neurological disease in the context of allergy to nickel. Letter of a physician dated on (B)(6)2016: questions regarding essure raised and the patient wanted to remove it. The patient was allergic to nickel, confirmed by another physician. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - in (B)(6)2016: nickel allergy confirmed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6)2019 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: information received as part of a class action lawsuit: reporter¿s and patient¿s details were updated. Procedure report of essure removal performed on (B)(6)2017: the patient wanted to remove essure due to symptoms that occurred after the placement and due to atypical aspect of her neurological disease in the context of allergy to nickel. Letter of a physician dated on (B)(6)2016: questions regarding essure raised and the patient wanted to remove it. The patient was allergic to nickel, confirmed by another physician. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1614244) on 22-dec-2016. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), multiple sclerosis relapse ("first multiple sclerosis flare up") and paraplegia ("paraplegia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cartilage graft, tooth extraction, sleeve gastrectomy in 2010, asthma, spontaneous abortion, parity 3 and ankle operation. Previously administered products included for an unreported indication: contraceptive. Past adverse reactions to the above products included drug intolerance with contraceptive. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced multiple sclerosis relapse (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced paraplegia (seriousness criterion disability), furuncle ("repeated furunculosis"), pain in extremity ("pain in lower limbs"), myalgia ("myalgia"), dizziness ("dizziness"), balance disorder ("loss of balance") and neck pain ("neck pain") and experienced menorrhagia ("menorrhagia"), lasting 3 months. The patient was treated with antibiotics, glucocorticoids, rehabilitation and surgery (on (B)(6) 2017 total bilateral salpingectomy with bilateral interstitial resection was performed). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, multiple sclerosis relapse, paraplegia, furuncle, menorrhagia, pain in extremity, myalgia, dizziness, balance disorder and neck pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, balance disorder, dizziness, furuncle, menorrhagia, multiple sclerosis relapse, myalgia, neck pain, pain in extremity and paraplegia with essure. The reporter commented: the patient wanted to remove essure due to symptoms that occurred after the placement and due to atypical aspect of her neurological disease in the context of allergy to nickel. Letter of a physician dated on (B)(6) 2016: questions regarding essure raised and the patient wanted to remove it. The patient was allergic to nickel, confirmed by another physician. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - in (B)(6) 2014: multiple sclerosis diagnosed. Pathology test - on (B)(6) 2017: paratubal vestigial cysts with primordium serous cystadenoma, not atypical, iron deposits in contact with essure.. Skin test - in (B)(6) 2016: nickel allergy confirmed. Ultrasound scan vagina - on an unknown date: anteverted utterus, thin endometrium, essure with intrauterine part of 8-10mm on the right, no intrauterine part on the left.. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: reports received from bayer legal department. New events were added: repeated furunculosis, pain in lower limbs, myalgia, dizziness, loss of balance, neck pain and menorrhagia. Medical history updated and lab test added. Essure inserted on (B)(6) 2012: 3 visible coils on the left side, 4 visible coils on the right side. Allergy to nickel diagnosed in 2016.multiple sclerosis diagnosed in (B)(6) 2014 by MRI. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was reported via (B)(6) ((B)(4)) on 22-dec-2016 and was forwarded to bayer on 22-dec-2016. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy"), multiple sclerosis ("first multiple sclerosis flare up") and paraplegia ("paraplegia") in a female patient who received essure. In 2012, the patient started essure. In 2013, the patient experienced multiple sclerosis (serious criterion medically significant). In (B)(6) 2016, the patient experienced allergy to metals (serious criterion medically significant). On an unknown date, the patient experienced paraplegia (serious criterion disability). The patient was treated with rehabilitation. At the time of the report, the allergy to metals, multiple sclerosis and paraplegia outcome was unknown. The reporter provided no causality assessment for allergy to metals, multiple sclerosis and paraplegia with essure. Diagnostic results: in (B)(6) 2016, nickel allergy confirmed by patch test. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and approximately one year later had the first multiple sclerosis flare up. She also reported paraplegia and received rehabilitation treatment. Approximately 4 years after essure insertion, she had nickel allergy confirmed by patch test. Nickel allergy is an anticipated event in the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, nickel allergy was diagnosed after device insertion; therefore, a causal relationship with essure cannot be excluded. Multiple sclerosis is an immune-mediated inflammatory disease of the myelinated axons in the central nervous system. In this case, limited information was provided. Consumer's risk factors for the disease include female sex, and living in a temperate zone; her age, medical history, and family history were not provided. Considering the pathophysiology of the event first multiple sclerosis flare up and the local effect of essure in the fallopian tubes, causality between the event and suspect insert was assessed as unrelated. As paraplegia in this case was a consequence of the multiple sclerosis, this event was also assessed as unrelated to essure. Although no death or serious injury related to essure was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.